Event description:
According to the available information the patient complained that he thinks the doctor did a bad job with his implant. The reservoir is now in his testicles and the size of his penis is 3 inches and claims it used to be 7 inches.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.